Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated, but the guide planning was, without having found any issues. The investigation of the abutment planning data revealed, that the abutment design might have played a role in the implant failure. An additional report on the abutment will be generated with revisew aware date. The implant loss issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.